Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the eval has been completed, a supplemental report will be filed.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The keypad buttons reportedly have to be pressed several times for a response. The keypad is intact. There was no adverse event associated with this complaint.